Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 385 mg/dl on nano system, 171 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.